Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were difficulties with recharging the implantable neurostimulator (ins) . A recharge interval estimation was performed with the following settings l stn 4.7v 90us 140hz 905ohms and r stn 4.9 60us 140hz 822ohms. The patient always reported optimal coupling and used to recharge the ins every three days. Since the last couple days, the patient has seen the ins battery level was constantly low, despite the optimal coupling and time spent for recharging. No accident was reported. No further complications were reported. Additional information was received. It was reported that several physician charging sessions were performed and the battery level was at 50% the day prior to this report. On the day of this report, the ins was at 100%. The health care provider (hcp) noted they would keep in contact with the patient to determine how long it would take to get to 25%.